Event description:
Related manufacturer report number: 2017865-2022-15440, related manufacturer report number: 2017865-2022-15443, related manufacturer report number: 2017865-2022-15445. It was reported that the patient presented with redness, swelling, and ulceration at the device pocket. The skin was eroded, and the pocket was infected. The implantable cardioverter defibrillator, right atrial, right ventricular, and left ventricular leads were explanted. The patient was in stable condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.